Manufacturer narrative:
On august 14, 2025, the user informed senseonics that the system displayed results differing from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to a performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel, which likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 12 nov 2025. G3.date received by the manufacturer? 12 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 august 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.